Manufacturer narrative:
Upon investigation , it was determined an o-ring was missing from the scope adapter allowing fluid leakage to occur. The o-ring was not returned. There is no definitive indication as to why the o-ring is missing or how it occurred. The device history records were reviewed for all lots manufactured prior to the complaint. This shows that the lots for the device at issue met manufacturer specifications and release criteria. This was determined to be a reportable event due to the extended surgery time (60 minutes), even though there was no injury reported.

Event description:
The surgeon reported that during the procedure, there was poor visualization through the scope due to saline/water moving out of the arthroscope adaptor connection. This extended the surgical procedure by approximately one (1) hour allegedly due to the reduced/poor visualization.